Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer reloaded the cartridge to resolve the issue.